Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples of each reported lot number (15 total) from bd inventory were evaluated by functional testing, each connected to a bd blood collection needle and removed by pressing the release plate, and no issues were observed relating to unable to detach as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that bd vacutainer® brand pronto¿ quick release needle holder was found to have difficulty ejecting needles after being washed. The following information was provided by the initial reporter: nurses tell us that they have difficulty ejecting needles using ¿washed¿ holders. I come back to you because non-nurses tell us that they have difficulty ejecting needles using ¿washed¿ holders. The cleaning of the holders is done according to the recommendations of bd and the problems seem to appear already after 2 washes (we specify up to 10 in our procedure). After cleaning the holders with the prepared solution and following the procedure; rinsing with tap water and drying, only one holder (so far) has a needle ejection "fault". Indeed, when we press the green clip to release the needle from the holder and remove it, the opening is not complete and does not allow direct ejection of the needle. We have to "play" with the edges of the container to finally release the needle from the holder.

Event description:
It was reported that bd vacutainer® brand pronto¿ quick release needle holder was found to have difficulty ejecting needles after being washed. The following information was provided by the initial reporter: nurses tell us that they have difficulty ejecting needles using "washed" holders. I come back to you because non-nurses tell us that they have difficulty ejecting needles using ¿washed¿ holders. The cleaning of the holders is done according to the recommendations of bd and the problems seem to appear already after 2 washes (we specify up to 10 in our procedure). After cleaning the holders with the prepared solution and following the procedure, rinsing with tap water and drying, only one holder (so far) has a needle ejection "fault". Indeed, when we press the green clip to release the needle from the holder and remove it, the opening is not complete and does not allow direct ejection of the needle. We have to "play" with the edges of the container to finally release the needle from the holder.

Manufacturer narrative:
In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d3. And g1. As nipro is an OEM manufacturing site. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: batch 22m15 does not exist for material 368872. D4. Medical device lot #: 22j02, h4. Device manufacture date: 03/29/2023, d4. Medical device lot #: 22g07, h4. Device manufacture date:01/10/2023, h3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.